Event description:
During the procedure, it was noticed that the 4-40 stud was loose. The rep stated that there were no error codes or solid tones and the case was able to be completed with the same handpiece with no pt consequence.